Manufacturer narrative:
Approximate age of device ¿ 6 years.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that system controller history interrogation performed by the hospital clinician revealed pump stoppage. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages while batteries were utilized. The x-rays were unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Additional pump stoppages were observed post driveline replacement. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.

Event description:
During onsite evaluation, the manufacturer's technical service representative observed bends and tears to outer silastic jacket along external driveline.

Manufacturer narrative:
Evaluation of returned device confirmed driveline damage that would have contributed to the reported events captured in the log file. The driveline was severed approximately 1.5 inches from the pump housing and the distal portion was returned measuring approximately 25 inches. Visual inspection of the repair revealed exposed conductors at the ends of the shrink tubing for all of the wires. A specific cause could not be conclusively determined through this evaluation. No damage to the bionate was observed. Prior to removal of the bionate, electrical continuity testing revealed no continuity across the orange wire. The bionate was removed and examination of the metal shielding revealed breakdown throughout. The metal shielding was removed and inspection of the underlying wires revealed a complete fracture of the orange wire approximately 18" from the controller connector. No other insulation breaches were identified. A specific cause for the damage at the repair site could not be conclusively determined. The fracture of the orange wire appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Additionally, if the exposed conductors of the damaged wires at the repair site, along with the fracture at the orange wire, made simultaneous contact with each other or the metal shielding, the resulting electrical phase to phase short could have caused the pump stop or low speed events captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.